Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and (B)(4) cannot be conclusively determined through this evaluation. The account communicated that the patient expired on (B)(6) 2019. No alarms or clinical symptoms were reported in association with the event. The patient¿s expiration was not considered to be device-related as heartmate 3 lvas, serial number (B)(4), was reported to have been operating as intended. The account communicated that the cause of the patient¿s death will not be provided and heartmate 3 lvas, serial number (B)(4), will not be returned for evaluation. No further information was provided. The heartmate 3 lvas instructions for use lists all adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 27dec2016. The heartmate 3 lvas instructions for use is currently available and lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired. The cause of death was not provided. There were no reported device issues or malfunctions. There was not an autopsy performed and the device was not explanted.